Event description:
It was reported that two enterprise vrd and delivery systems did not go through the prowler select plus microcatheter. The prowler select plus was removed from the patient as a unit with the second enterprise system and the procedure was completed with another prowler select plus (90 degree) and enterprise system. The procedure was a coil embolization of a basilar tip aneurysm. Another microcatheter was in place in the aneurysm for coil introduction. All the products were stored and prep per labeling instructions, and during prep, the product was not damaged. The microcatheter was reshaped with the shaping mandrel to make "s" curve. After the microcatheter was reshaped, the product was not damaged. During the procedure, a constant and dedicated saline source was maintained through the microcatheter. During insertion, the touhy or stopcock was opened to allow movement of the enterprise systems through the microcatheter. After removal of the devices from the patient, no damages were noticed on the enterprise systems, distal tips, or stents. The mc was discarded and not checked for damages.

Manufacturer narrative:
One non-sterile enterprise system was received coiled in a plastic bag. The received components were the guide wire, introducer and the stent -which came in a smaller plastic bag. The guide wire coil was exposed 2.8cm out from the introducer. The stent was observed under microscope and it presented no damages. A functional analysis was performed using a lab sample prowler select plus microcatheter and a y-connector. Without the stent, the enterprise was advanced as per IFU through the microcatheter without difficulty. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418041 which corresponds to cordis enterprise lot 13471810. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. There was no resistance with the delivery wire with functional analysis and the stent, which was returned deployed, presented with no damages. It is possible that procedural factors may have contributed to the event; however, based on the available information, analysis of the device as received and without the return of the concomitant microcatheter no conclusion can be made. With review of the analysis of the returned device and device history review there is no indication that the event is related to any manufacturing factors. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00128 & 1058196-2010-00129.